Manufacturer narrative:
Initial.

Event description:
It was reported that the user received multiple device alerts after resets, including alerts indicating cap touch communication issues, excessive host resets, and a software runtime error, and the device would not reliably power up using the wake button, requiring a charger to wake the screen; a replacement was initiated and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device malfunction consistent with failure to power up and implicated an internal circuit board issue, with a potential interferent not yet characterized. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.